Manufacturer narrative:
(B)(4). Concomitant products: 110018531, t7 driver cann ao, 14042a; 110018531, t7 driver cann ao, 14090a. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-00555, 0001825034-2017-00556.

Event description:
It was reported that during a bunionectomy the driver tip bent and fractured into the screw head; however, no fractured pieces fell into the patient's wound. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The reported event was confirmed by visual and photographic evaluation and evaluation of actual device. The root cause of this failure is related to plastic deformation as a result of the design of the device. These drivers have been designed to twist before fracture of the screw. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.